Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with complaints of syncope. In addition, on telemetry, there was intermittent capture observed on the non-boston scientific right ventricular (rv) lead. A device interrogation was performed and yielded within normal lead impedance and threshold measurements. Device reprogramming was performed. Subsequently, the physician opted to observe the patient overnight. During the overnight hospitalization, the intermittent loss of capture was observed again. Technical services (ts) was consulted and provided troubleshooting and programming options. Subsequently, the device was reprogrammed. At this time, the pacemaker system remains in service. No adverse patient effects were reported. Additional information received approximately 2.5 years later reported that this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with complaints of syncope. In addition, on telemetry, there was intermittent capture observed on the non-boston scientific right ventricular (rv) lead. A device interrogation was performed and yielded within normal lead impedance and threshold measurements. Device reprogramming was performed. Subsequently, the physician opted to observe the patient overnight. During the overnight hospitalization, the intermittent loss of capture was observed again. Technical services (ts) was consulted and provided troubleshooting and programming options. Subsequently, the device was reprogrammed. At this time, the pacemaker system remains in service. No adverse patient effects were reported. Additional information received approximately 2.5 years later reported that this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with complaints of syncope. In addition, on telemetry, there was intermittent capture observed on the non-boston scientific right ventricular (rv) lead. A device interrogation was performed and yielded within normal lead impedance and threshold measurements. Device reprogramming was performed. Subsequently, the physician opted to observe the patient overnight. During the overnight hospitalization, the intermittent loss of capture was observed again. Technical services (ts) was consulted and provided troubleshooting and programming options. Subsequently, the device was reprogrammed. At this time, the pacemaker system remains in service. No adverse patient effects were reported.